Event description:
The customer reported to olympus, that the colonovideoscope had an angulation malfunction, sometimes the angle does not work. There were no reports of patient harm. The device was returned and evaluated; there were foreign material clogged in the nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed, the bending angle in the up direction and the play of the up / down knobs were out of the standard due to wear of the angle wire. The additional evaluation findings are as follows: adhesive on bending section cover was chipped; adhesive on bending section cover had a crack; adhesive on bending section cover had white-clouded area; image guide protector, connecting tube, universal cord and protector of universal cord on suction connector side was scratched; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; plastic distal end cover had a dent; grip was shaved; and universal cord had a wrinkle, and due to clogging of nozzle, the water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. The event can be detected/prevented in accordance, with the following instructions for use: gif/cf/pcf-290 series, operation manual chapter 3: preparation and inspection. Gif/cf/pcf-290 series, reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.